Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger. Product ID 37761, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for failed back surgery syndrome reported that two months ago they started having charging issues. Currently the implantable neurostimulator (ins) was not helping them or working, and they needed to meet with the manufacturer's representative (rep) to get the ins charging again. According to the consumer their charger stopped working (they were unable to describe the screens they saw), and the connector pin broke on the desktop charger. There was no out of box failure reported. Since the same time the consumer stopped being able to get around well, couldn't walk, was using a walker, and had to take vicodin every day to help with the pain. According to the consumer the difficulty walking was due to a disease they had which caused the lower back to hurt when walking. The consumer was working on resolving the difficulty walking, the ins not helping, and the recharger not working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.